Event description:
The customer reported a battery fail message. No patient harm reported. No patient information available.

Manufacturer narrative:
The customer returned power management pcba was installed in an fi test ventilator. Verification test 11 (internal battery) was performed and passed. The ventilator was run on battery for one hour without any errors occurring. No failures were found. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the[reported problem.